Event description:
It was reported that the system monitor had a display defect on the language screen. The system monitor was powered up again and the issue resolved.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a possible display issue on the system monitor language screen was not able to be determined. The system monitor serial number (B)(6) was not returned for evaluation. It was reported that the system monitor was powered up again and the issue resolved. The system monitor remained in use. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use, (japan) rev a, under section system monitor-history screen covers all steps to properly use the system monitor. The troubleshooting steps are also covered in this section. Heartmate 3 patient handbook document (japan) rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.